Event description:
It was reported to nova biomedical that a consumer continued to administer insulin based on multiple high readings on their blood glucose meter. Subsequently, the consumer experienced a hypoglycemic event requiring emergent food intake to help raise her blood glucose level. During the call to customer support, it was revealed that the consumer only had expired control solution and customer support was not able to perform control solution tests on the consumer's test strips. The meter and test strips will be returned for evaluation. This is being reported as an adverse event under the FDA medwatch regulations.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.